Event description:
It was alleged that the pump miscalculated boluses. Customer¿s blood glucose level was 40 mg/dl. Bg was addressed via consumption of carbohydrates. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.